Event description:
Information was received from a healthcare professional (hcp) and consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported the hcp suspected a possible pocket infection one month post implant. The spinal incision looked good, however the hcp inspected the ins pocket on (B)(6) 2016 and it was red and had some drainage per the patient. The patient was given antibiotics and would be seen again in a week. Additional patient medical history was given: the patient was a smoker and had previous back surgery. At the time of the initial report it was not known whether surgical intervention would be needed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory.   Analysis of the ins ((B)(4)) found no anomalies. Analysis of the lead ((B)(4)) found no significant anomalies. The lead was cut through. Analysis of the anchors found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-01-07 mpxr follow-up (rep) information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of the rep stated that they were explanted from (B)(6) for infection. The patient is scheduled for reimplant on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep) that patient was to have reimplantation of device on (B)(4). Patient reported on the day of report that they were explanted for infection on (B)(6) 2016. Patient was doing well and was anxious for the reimplantation of devices. No further information was available from the rep or the hcp.

Event description:
Additional information was received from the patient via the manufacturer's representative. The patient had a successful re-implant and was doing well post-operatively and feeling the tingling where they needed it. On (B)(6) 2017 the rep met with the patient and learned the patient was very happy with the device, did not need any reprogramming and they were receiving good therapy. The nurse was happy with the incision as it was without redness.